Event description:
Complainant alleged that during biomedical department's routine testing and preventative maintenance of the device, the device would not power up. Customer attempted to repair the device by changing the power converter board. After the customer reassembled the device, it was found to have no display on the monitor screen. The complainant indicated that there was no pt involvement in the reported failure.